Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flush valve was found to be stuck open. The flush valve was replaced. (B)(4).

Event description:
The hospital reported the patient woke up during the case. There was no reported patient injury.